Event description:
Report received of a tubing separation. It was reported that the patient was receiving a home infusion of the chemotherapeutic agent, 5fu. At an unspecified time during the infusion, reportedly the tubing "came apart" in the area where the tubing connects to the filter. The chemo leaked on the patient's pajamas. It was reported that the patient immediately cleansed the area exposed to the chemo with warm water. At an unspecfoed time, a homecare nurse visited the patient's home and changed out the tubing set. The infusion was resumed without further incidence. There was no report of air in the patient's IV line. There was no reported patient harm or adverse patient effect. Although requested, no additional information was provided.